Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient was not hearing consistently with her cochlear implant system. All external equipment was exchanged and multiple sound processor program changes did not alleviate the problem. The results on an integrity test done in 2007, were consistent with normal receiver/stimulator function and multiple malfunctioning electrodes. Explanation/reimplantation surgery was recommended.